Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure and after pocket closure, defibrillation threshold (dft) test was performed and was unable to convert at seventeen joules. Moreover, it was noted that the rv lead sensing and threshold was unstable. Hence, the pocket was then re-opened and rv lead was repositioned to the high rv septum. Additional information was obtained indicating that the patient was brought back a month after and defibrillation test was then successfully performed. This rv lead remains in service. No additional adverse patient effects were reported.